Manufacturer narrative:
The customer chose not to return the valve to medtronic. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic was unable to obtain the patient's weight. (B)(4)

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Inaccurate delivery / positioning is often influenced by patient anatomy and user technique, but a root cause of the low implant depth could not be determined from the available information. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions, and in this case the pvl was most likely due to the low position of the valve at implant. This issue was not due to a device malfunction, but rather a user error in positioning the valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was placed too low resul ting in severe paravalvular leak (pvl). Eight months later, the valve was surgically replaced with a non-medtronic mechanical valve. No other adverse patient effects were reported.